Manufacturer narrative:
Estimated date. The devices are not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The ht supracore guide wire is being filed under a separate medwatch report number. Attachment: "peripheral guide wire post market clinical follow up report."

Event description:
It was reported through a peripheral guide wire post market clinical follow up report identifying ht command and ht supracore guide wires that may be related to the following: vessel dissection and embolism. Details are listed in the attached article, titled ¿peripheral guide wire post market clinical follow up report."

Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Product performance engineering reviewed the reported information; however, the device was not returned for evaluation. The lot history record or similar incident query for this product/lot was not reviewed since the part and lot numbers were not reported. The reported patient effects of dissection and embolism are listed in instructions for use guide wire hi-torque command 18 pta ce guide wires for ptca, pta, and stents, instructions for use as known patient effects of the procedure. The reported patient effects appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.